Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube / coil was migrating through her fallopian tube/ migration of tube") and post procedural infection ("subsequent infection following removal of the essure / internal suture area from surgery to remove essure got infected") in a 26-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and nickel sensitivity (rash, eczema). Previously administered products included for an unreported indication: mirena. Concomitant products included lorazepam for anxiety as well as medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced sinusitis ("frequent sinus infections") and urinary tract infection ("frequent urinary infections"). In 2012, the patient experienced back pain ("back pain /lower back pain") with gait disturbance, headache ("daily headaches"), the first episode of pain in extremity ("debilitating leg pain"), weight increased ("weight gain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), abdominal distension ("extreme bloating") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced post procedural infection (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, malaise ("I missed out on a lot of my kids field trips/I was just so sick"), asthenia ("it was debilitating"), the second episode of pain in extremity ("leg pain") and allergy to metals ("nickel allergy"). The patient was treated with solpadeine (tylenol 1) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, post procedural infection, malaise, asthenia, allergy to metals and fatigue outcome was unknown and the back pain, headache, weight increased, feeling abnormal, the last episode of pain in extremity, anxiety, abdominal distension, sinusitis and urinary tract infection was resolving. The reporter provided no causality assessment for asthenia and malaise with essure. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, fallopian tube perforation, fatigue, feeling abnormal, headache, post procedural infection, sinusitis, urinary tract infection, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: patient did not received treatment for weight gain, headaches, frequent infections such as sinus & urinary, brain fog, stomach pain, legs pain, lower back pain. Current weight: 134. Approximate weight at the time of essure placement: 125. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: essure perforated her fallopian tube. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received: new event added (fatigue). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube / coil was migrating through her fallopian tube/ migration of tube') and post procedural infection ('subsequent infection following removal of the essure / internal suture area from surgery to remove essure got infected') in a 26-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and nickel sensitivity (rash, eczema). Previously administered products included for an unreported indication: mirena. Concurrent conditions included scald, exercise induced asthma, hypokalemia, shoulder pain, irritable bowel syndrome and hematuria. Concomitant products included lorazepam for anxiety as well as medroxyprogesterone acetate (depo provera). On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced sinusitis ("frequent sinus infections") and urinary tract infection ("frequent urinary infections"). In 2012, the patient experienced back pain ("back pain /lower back pain") with gait disturbance, headache ("daily headaches"), the first episode of pain in extremity ("debilitating leg pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), abdominal distension ("extreme bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced post procedural infection (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, malaise ("I missed out on a lot of my kids field trips/I was just so sick"), asthenia ("it was debilitating"), the second episode of pain in extremity ("leg pain"), allergy to metals ("nickel allergy") and raynaud's phenomenon ("raynauds disease"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, post procedural infection, malaise, asthenia, allergy to metals, fatigue and raynaud's phenomenon outcome was unknown and the back pain, headache, weight increased, feeling abnormal, the last episode of pain in extremity, anxiety, abdominal distension, sinusitis and urinary tract infection was resolving. The reporter provided no causality assessment for asthenia and malaise with essure. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, fallopian tube perforation, fatigue, feeling abnormal, headache, post procedural infection, raynaud's phenomenon, sinusitis, urinary tract infection, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: patient did not received treatment for weight gain, headaches, frequent infections such as sinus & urinary, brain fog, stomach pain, legs pain, lower back pain. Current weight: 134 approximate weight at the time of essure placement: 125. Rght and left side- 2-3 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2013: results: essure perforated her fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, uti, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube / coil was migrating through her fallopian tube/ migration of tube") and post procedural infection ("subsequent infection following removal of the essure / internal suture area from surgery to remove essure got infected") in a 26-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and nickel sensitivity (rash, eczema). Previously administered products included for an unreported indication: mirena. Concomitant products included lorazepam for anxiety as well as medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced sinusitis ("frequent sinus infections") and urinary tract infection ("frequent urinary infections"). In 2012, the patient experienced back pain ("back pain /lower back pain") with gait disturbance, headache ("daily headaches"), the first episode of pain in extremity ("debilitating leg pain"), weight increased ("weight gain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), abdominal distension ("extreme bloating") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced post procedural infection (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, malaise ("I missed out on a lot of my kids field trips/I was just so sick"), asthenia ("it was debilitating"), the second episode of pain in extremity ("leg pain") and allergy to metals ("nickel allergy"). The patient was treated with solpadeine (tylenol 1) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, post procedural infection, malaise, asthenia, allergy to metals and fatigue outcome was unknown and the back pain, headache, weight increased, feeling abnormal, the last episode of pain in extremity, anxiety, abdominal distension, sinusitis and urinary tract infection was resolving. The reporter provided no causality assessment for asthenia and malaise with essure. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, fallopian tube perforation, fatigue, feeling abnormal, headache, post procedural infection, sinusitis, urinary tract infection, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: patient did not received treatment for weight gain, headaches, frequent infections such as sinus & urinary, brain fog, stomach pain, legs pain, lower back pain. Current weight: 134. Approximate weight at the time of essure placement: 125. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: essure perforated her fallopian tube quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube / coil was migrating through her fallopian tube/ migration of tube') and post procedural infection ('subsequent infection following removal of the essure / internal suture area from surgery to remove essure got infected') in a 26-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and nickel sensitivity (rash, eczema). Previously administered products included for an unreported indication: mirena. Concurrent conditions included scald, exercise induced asthma, hypokalemia, shoulder pain, irritable bowel syndrome and hematuria. Concomitant products included lorazepam for anxiety as well as medroxyprogesterone acetate (depo provera). On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced sinusitis ("frequent sinus infections") and urinary tract infection ("frequent urinary infections"). In 2012, the patient experienced back pain ("back pain /lower back pain") with gait disturbance, headache ("daily headaches"), the first episode of pain in extremity ("debilitating leg pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), abdominal distension ("extreme bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced post procedural infection (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, malaise ("I missed out on a lot of my kids field trips/I was just so sick"), asthenia ("it was debilitating"), the second episode of pain in extremity ("leg pain"), allergy to metals ("nickel allergy") and raynaud's phenomenon ("raynauds disease"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, post procedural infection, malaise, asthenia, allergy to metals, fatigue and raynaud's phenomenon outcome was unknown and the back pain, headache, weight increased, feeling abnormal, the last episode of pain in extremity, anxiety, abdominal distension, sinusitis and urinary tract infection was resolving. The reporter provided no causality assessment for asthenia and malaise with essure. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, fallopian tube perforation, fatigue, feeling abnormal, headache, post procedural infection, raynaud's phenomenon, sinusitis, urinary tract infection, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: patient did not received treatment for weight gain, headaches, frequent infections such as sinus & urinary, brain fog, stomach pain, legs pain, lower back pain. Current weight: 134. Approximate weight at the time of essure placement: 125. Right and left side- 2-3 coils remained visible . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2013: results: essure perforated her fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, uti, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New event raynauds disease was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube / coil was migrating through her fallopian tube/ migration of tube") and post procedural infection ("subsequent infection following removal of the essure / internal suture area from surgery to remove essure got infected") in a (B)(6) female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and nickel sensitivity (rash, eczema). Previously administered products included for an unreported indication: mirena. Concomitant products included lorazepam for anxiety as well as medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, post procedural infection (seriousness criterion medically significant), back pain ("back pain /lower back pain") with gait disturbance, malaise ("I missed out on a lot of my kids field trips/I was just so sick"), asthenia ("it was debilitating"), headache ("daily headaches"), the first episode of pain in extremity ("debilitating leg pain"), weight increased ("weight gain"), feeling abnormal ("brain fog"), the second episode of pain in extremity ("leg pain"), anxiety ("anxiety"), abdominal distension ("extreme bloating"), sinusitis ("frequent sinus infections"), urinary tract infection ("frequent urinary infections") and allergy to metals ("nickel allergy"). The patient was treated with solpadeine (tylenol 1) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, post procedural infection, malaise, asthenia and allergy to metals outcome was unknown and the back pain, headache, weight increased, feeling abnormal, the last episode of pain in extremity, anxiety, abdominal distension, sinusitis and urinary tract infection was resolving. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, fallopian tube perforation, feeling abnormal, headache, post procedural infection, sinusitis, urinary tract infection, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter provided no causality assessment for asthenia and malaise with essure. The reporter commented: patient did not received treatment for weight gain, headaches, frequent infections such as sinus & urinary, brain fog, stomach pain, legs pain, lower back pain.current weight:(B)(6). Approximate weight at the time of essure placement: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available):ultrasound scan - on (B)(6) 2013: essure perforated her fallopian tube. Quality-safety evaluation of ptc:final assessment:no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿medical assessment:the medical events reported are not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes:on (B)(6) 2017: events - perforation of fallopian tube / coil was migrating through her fallopian tube, persistent severe pelvic pain, persistent severe abdominal pain /stomach pain, lower abdominal pain, leg pain, anxiety, extreme bloating, frequent sinus infections, frequent urinary infections, nickel allergy, subsequent infection following removal of the essure / internal suture area from surgery to remove essure got infected, reporter, historical condition, lot number, removal and removal date added, events "daily headaches, weight gain, back pain /lower back pain, brain fog" outcome updated from unknown to recovering/resolving.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.incident.at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report